Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range measurements. An x-ray was performed and this rv lead appeared to be dislodged. A lead revision was then decided to be performed in. While trying to reposition this rv lead, the helix did not extended. Physician decided to remove and replace this lead. No additional adverse patient effects were reported. Lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and showed a deformed helix. X-ray showed a necked-down inner coil near the terminal pin - damage indicative of helix extension/retraction difficulty. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range measurements. An x-ray was performed and this rv lead appeared to be dislodged. A lead revision was then decided to be performed in. While trying to reposition this rv lead, the helix did not extended. Physician decided to remove and replace this lead. No additional adverse patient effects were reported. Lead was returned for analysis.